Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys ca 19-9 immunoassay result for one patient sample. The customer used a cobas 8000 e 602 module. The serial number was requested but was not provided. The initial result was 129.9 u/ml and was reported outside of the laboratory. On an unknown later date, the sample was repeated in another laboratory using chemiluminescence and the result was 31 u/ml. On (B)(6) 2018, the result for a new sample from the patient was 126.2 u/ml. The customer sent aliquots of the sample to two other laboratories: laboratory 1 using liaison method result was 35 u/ml. Laboratory 2 using advia method result was 118 u/ml. The customer believed the correct result should be under 36 u/ml as that is the expected normal value. There was no allegation of an adverse event.

Manufacturer narrative:
Sample from the patient was submitted for investigation. The customer's results were reproduced and the high result was believed to be correct. Different ca19-9 results for some samples using different methods are caused by the complex nature of the antigen. Per product labeling, results from different methods must not be compared against each other.